Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced frequent pulsatility index (pi) events and decelerations in speed to as low as 5350 rpm. The patient was optimized during right heart catheterization on (B)(6) 2024, to a new speed of 5500 rpm from their previous speed of 5600 rpm. The patient was found to have severe mitral regurgitation from the most recent echocardiogram. Log files were submitted for review and captured persistent pi events on 24oct2024 to 25oct2025 from the times of 10:23 to 10:15. There were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported by the account. It was reported that the patient had a severe mitral regurgitation with possible chordal rupture or inadequate leaflet closure prior to the left ventricular assist device implant. The controller event log file contained events from 24oct2024 through 25oct2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left lvas instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had symptoms of volume overload. The patient was treated with aggressive diuresis and was closely monitored. Prior to left ventricular assist device (lvad) implant, the patient had severe mitral regurgitation with possible chordal rupture or inadequate leaflet closure.